Event description:
Breast implant side effects (breast implant illness, bii) extreme fatigue even on inc med (almost double) tried different meds, got spinal tap and blood work to test for different things. Nothing outside of standard type 2 narcolepsy, puffy and tingly hands and feet, ongoing feelings of inflammation throughout, extremities, abdomen, swollen/scalloped tongue, etc., nail changes, difficulty losing/weight building muscle despite vigorous workout, post exertion fatigue have had to stop working out as hard because if I push too much I'm wiped out for the day. Exotropia - brain MRI negative and labs fine; ophthalmologist blamed uncontrolled narcolepsy fuzzy vision, squiggly lines, difficulty focusing during fatigue high ldls despite exercise and clean diet dizziness or vertigo especially moving a lot and heat. Orthostatic hypotension, foggy brain, poor memory, hair loss, had one high tsh though thyroid hormones were fine. They still tried synthroid and it made me feel worse because then it stopped my thyroid from making its own. My t3 and t4 were lower after starting it. Night sweats almost daily, rhinitis with excessive sneezing after exercise and occasional untriggered - started at 20yr post implants random rashes and eczema - started at 20 yr post implantation arm folliculitis, intermittent boils on head, abdominal tenderness and bloating, bladder frequency and some pressure issues, facial flushing, vaginal atrophy if not using estrogen cream. Headaches, anxiety.